Manufacturer narrative:
Broken sleeve. Evaluation summary: the analysis results for the tt012 instrument confirmed that it was non-functional. The instrument was returned with the sleeve cracked and broken in several pieces. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unk procedure, the device was broken. Another device was used to complete the case. No pt consequence reported.